Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was implanted with the ins but it did not work. They underwent a revision and it appeared to help with the leg pain but the patient did continue to have a lot of back pain. The patient indicated they had been having increasing amounts of pain and as a result had stopped driving. They had the ins removed. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.